Manufacturer narrative:
Technician found that the hi/lo head will not raise. The problem was due to a malfunction of the coil. Replaced the hi/lo head up coil to resolve. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account said the head will not go down.